Manufacturer narrative:
This rv lead was surgically abandoned. No further information is expected.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit impending fracture associated with elevated impedances and elevated thresholds. Impedances hadnever been outside normal limits, however the physician determined to replace this lead during generator replacement. There were no adverse patient effects associated with this surgical intervention.